Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient¿s ipg was end of life. Surgical intervention may take place at a later date to address the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was explanted and replaced with a new one thereby restoring therapy.